Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: the failure appears to be the result of cross threading the inserter. The cage does not appear to be damaged.

Event description:
It was reported that a patient underwent an unknown tlif procedure at l5-s1. "During surgery, it was noted that the handle was stuck before the cage could fully distract. Surgeon had to pull the whole construct out, the cage was half distracted. No patient complications were reported."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.